Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump for insulin therapy.